Event description:
Diabetic experienced chest pains, sweats, blurred vision, headaches, and dizzy spells. She left work and tested her blood glucose = 115 mg/dl on suspect device. The next morning she tested her blood glucose as a 158 mg/dl, ate breakfast, retested blood glucose as 168 mg/dl and went to dr's office, he tested her blood glucose as 400 mg/dl on his device and admitted her to the hosp for 5 days. The low control tested in range on the suspect device.